Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and select button was sticking or intermittently unresponsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the button was unresponsive during an easy bolus attempt. Customer stated the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.